Manufacturer narrative:
(B)(6).

Event description:
It was reported that healthcare practitioner (hcp) was taking blood from a patient using the suspect device when the pink safety shield slipped to the side. The needle grazed the middle finger of her left hand, causing bleeding. The hcp followed the facility's protocol and bled, washed, and covered the wound. A risk assessment was completed by occupation health and blood was taken from the hcp, which was sent to the lab for "spin & save" per protocol. No prophylactic medication were given. As the necessary screening was already being carried out on the patient as planned, no additional lab work was performed.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5182829. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode as there was samples returned for evaluation. An absolute root cause for this incident cannot be determined.